Manufacturer narrative:
This is one event (unresponsive) of two events for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent was found unresponsive on (B)(6) 2012, and experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.